Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video system center had a b30 with all devices. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was inspected by olympus service department, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device inspection: endoscope base wear and scope connection defective. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code b30 was displayed because communication with the scope became abnormal due to unstable connection status caused by the wear of the output connector socket. Olympus will continue to monitor field performance for this device.